Event description:
The customer contacted baxter corporate surveillance regarding a clearlink duo-vent c-flo set10 dpm duo-vent which has issues with the distal male luer lock adapter coming off. The customer stated that no force is needed as it just comes off like there is no glue holding it on. The luer lock falls off before it is attached to the patient. No patient injury is reported. The unit experiencing this issue is the ICU. No additional information is available. Product surveillance spoke with the nurse on (B)(4) 2012. The nurse had stated that it was not the luer connection but was actually the y-site of the clear link. The tubing came off the clearlink between the hard plastic and soft tubing where it should have been glued together. The nurse further stated that they never check the connections prior to connecting the patients. There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation and the reported complaint was confirmed. The root cause is undetermined. Visual inspection confirmed that the male luer was separated from the tubing end.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.